Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pacing impedance and loss of capture, which was caused by a fracture found during fluoroscopy examination. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.